Manufacturer narrative:
Submit date: 06/13/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports "no feed error."

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of, ¿failure to alarm occlusion¿. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. The unit involved in this complaint was manufactured in 2012. DHR was reviewed focus on below listed items to verify if they are related to the complaint: ncr; deviation; mrb raw material; engineer change order ; pba ; repair/ rework ; abnormality in process; temporary document; sterilization condition; testing/inspection data/ result; labeling; sub-assembly/fg manufactured with calibration of qualified equipment; an investigation of the reported condition was performed on 2016.07.15 by (B)(6). The conclusion is: no entries potentially pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.